Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but due to a use error the device did not perform as intended. Arjohuntleigh has become aware about the incident involving the maxi twin hoist and the clip sling. It was indicated that during the transfer from the bed to the chair the clip of the sling detached from the hanger bar which "caused the resident to slide sideways through the sling and onto the floor." The patient was a male and received no injuries as a consequence of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detached during use). The trend observed or reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (maxi twin) and the clip sling system was being used for patient handling at the time of the event. The hoist and the sling which work as a system were found to have been to specification from a functional perspective when the event took place. The lift device and the sling were inspected and no malfunctions were indicated that could have caused or contributed to the event. From the information received it was indicated that during transfer of the patient in sling the clip of the sling detached from the spreader bar. The sling was applied to the person on the bed (horizontal position) with the clips attached to the spreader bar. As it was indicated it appears more likely that during the positioning of the patient over the chair the clip of the sling detached and the patient fell out of the sling on the floor. "The resident had been lifted from the bed and was swung around above his wheelchair when a black plastic clip on the corner of the sling failed." During on-site review with the customer by an arjohuntleigh representative it was clarified that the sling did not fail but the clip was indicated to have detached or not attached to the hanger bar. Despite our best efforts, we have not been able to obtain the information whether the clip was missing from the hanger bar at the shoulder end or the leg end. Based on product knowledge and previously made simulations this then leaves open two possible sequences of events: an inadvertent detachment of the shoulder clip by the caregiver: from the received information it is clear that the person was lifted from horizontal position, transferred and brought to seated position, from previous simulations we known that in this situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. However here it is indicated the incident happened at the end of the lifting cycle, when repositioning the person to seated position for lowering into the chair. This means that the clip was in place and it was locked in position by the weight of the person in the sling and therefore not likely to come off by itself. Further from previous simulations, we have been able to establish that the only likely way to detach a clip from that situation, is that the caregiver used the strap on top of the clip (which is there to detach the clip after the transfer has ended) to move and turn the spreader bar into position so that the person in the sling was aligned with the chair. In doing so, when pulling the strap hard enough it can be jolted loose from the spreader bar, the patient weight will come on it and it will be very hard to hold. In case of the leg clip not being in place at the start of the lifting procedure: as is documented in our simulations, a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position before lowering to a chair, the weight shifts towards the missing clip strap and the person falls out. Our assumption is that the sling was inadvertently detached by the caregiver, or that the leg clip was not being in place at the start of the lifting procedure. In both cases we come to the same conclusion, namely that there was a use error that caused the event and no training dates could be given by the facility for the involved staff. A retraining has already been performed on site with the customer. In the labeling there is a particular attention to avoid these issues, and to highlight the responsibility of the devic owner to make sure that the device users are trained and knowledgable of the contents of the labeling. When the IFU would have been followed, the event would have been avoided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.